Event description:
An end user reported an event when using a lg 20ga x 1.5in w/o y-site kit. It was reported that there was a malfunction of the safety locking system in a procedure. The nurse reporting the event stated that after the device was used in the procedure, the safety was engaged on the needle. She picked up the device and was putting it into the biohazard container when her thumb was stuck by the port needle that was sticking out of the top end of the yellow safety cap. The nurse that was stuck with the used needle did have to go through additional lab testing per our protocol.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "the needle did not engage in the safety [mechanism]" could not be confirmed as the sample was not returned for evaluation. Without receiving the sample for evaluation, a definitive root cause could not be determined. A potential root cause for this type of failure mode (safety feature not fully engaged) is end user not fully pulling wings back (and needle) into yellow safety mechanism such that needle locks into place. In addition, when needle is locked into place the needle stick guard can flip over the end of the yellow safety housing further preventing needle from coming out. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use) that is provided with this device contains the following statements: caution: single use only: non-pyrogenic, non-toxic. Contents sterile unless package is opened or damaged. Do not resterilize. Carefully read and follow all instructions prior to use of the device. Follow cdc guidelines, institutional guidelines or ins and ons guidelines for infusion set use. Always maintain universal precautions and utilize aseptic technique throughout insertion care and maintenance procedures. Application of excessive force to needle while accessing port may result in damage to needle and port. Leakage of fluid may occur when disconnecting components. Keep hand/fingers protected from needle tip at all times by following the instructions for use. Do not attempt to override the safety feature. Removal: 9. Raise the needle trap to a 90° angle (see figure b-page 8). 10. Using your non-dominant hand, grasp the needlestick guard with your thumb and index finger. Gently push the needlestick guard down against the patient's port. 11. While securely holding the needlestick guard in place, use your dominant hand to grasp the flexible wings and pull upward until the needle is completely encapsulated in the needle trap (see figure c-page 8). Note: the needle trap allows for visual confirmation that the needle is fully encapsulated and safe. Additionally, you will hear it lock into the safe position. 12. Flip the needlestick guard towards the needle trap (see figure d-page 8). 13. Properly dispose in sharps container. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).